Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08780 inches. The insulin pump communicated properly with the guardian link 3. The insulin pump was then uploaded properly using carelink pro. The test blood glucose value of 100 mg/dl was listed on the carelink report. No history anomaly, or pump/sensor anomaly noted during testing. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
The customer reported via phone call that the calibration was not close and the insulin pump kept shutting off. The customer had fluid in their eye due to having high blood glucose. The customer¿s blood glucose during the incident was 250 mg/dl. They did not mention any form of treatment. They also had sensor discrepancies. They had an incident where their blood glucose was 46 mg/dl but the sensor glucose was reading at 96 mg/dl. They had 4 sensors with incorrect readings. The sensors were returned for analysis. The insulin pump was returned for analysis.